Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a cracked battery compartment. The battery cap threads were observed to be stripped and did not tighten securely to the pump causing power loss and rebooting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. The battery cap threads were found to be stripped and did not tighten securely to the pump causing power loss and rebooting. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.